Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. Another manufacturer¿s stent graft was implanted in zone 2 below the left subclavian artery. The valiant stent graft was implanted cover the false aneurysm of the greater curvature of the left common carotid artery. An ax-ax bypass was performed as part of the procedure in order to implant the other manufacturer¿s stent graft and the left subclavian artery was bypassed with a synthetic graft. This was ligated proximal to the left subclavian artery. The valiant was implanted at the edge of zone 1 below the brachiocephalic artery and touch-up was done several times. There was a possible type ia endoleak noted. Approximately three weeks post implant an ax-fem bypass was performed for the treatment of the type ia endoleak and two additional valiant stent grafts 40x40x150 were implanted in the ascending aorta. These two stent grafts were added and procedure was completed with no endoleak. During the deployment handle was rotated and the stent graft was deployed to the bare stent. Though the slider continued to be rotated the stent graft did not deploy and the graft cover did not return to the original position. The graft cover was retracted manually using the quick release trigger strongly, which enabled the stent graft to deploy. After deployment, touch-up was performed several times with a reliant balloon; however, the balloon ruptured during this process. The balloon burst was attributed to the other manufacturer¿s stent graft. The final angiography showed no endoleak and the procedure was completed. The patient is being monitored. The physician commented that the stent graft deployment difficulty may have been caused by severe anatomical curvature. No additional clinical sequelae were reported. Review of 2 returned 3d recon and single still cta image shows that the device was placed 2-3cm distal to the brachiocephalic artery. The stent graft od was shown to be 34mm. The reported proximal type I endoleak could not be confirmed, and cause could not be determined.

Manufacturer narrative:
(B)(4). Method: (film). Results: (balloon burst). (Another manufacturer's stent graft). Conclusion: (vessel occlusion). Conclusion: (vessel occlusion). (Another manufacturer's stent graft).